Manufacturer narrative:
As reported, there was fluid leak from the battery compartment of the hydrosurg plus irrigator that was noted by the end of procedure. The sample is not available for return. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, the subject device was not returned for evaluation, as such no conclusion can be made. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported, during an unknown procedure on (B)(6) 2021, the bard/davol hydro-surg suction irrigator was leaking irrigation fluid from the battery compartment by the end of the case. The device was able to irrigate and suction as intended; however, it did sound as it if was running even when not being used. There was no reported patient injury.